Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 750mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and nausea and treated with the pump. Customer indicated that their doctor has been contacted and their blood glucose value was 193 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer reported a bent cannula but denied troubleshooting for the cannula. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was/was not returned for analysis.